Event description:
Reporting status: serious injury- medical intervention/permanent damage. Reporting rationale: no reflow requiring medical intervention/ myocardial infarction causing permanent damage. Device issue: no device malfunction has been reported. It was reported via a trial that a total of three (3) xience v stents were placed in the left anterior descending and right coronary arteries. After placing the last xience v stent (3.5 x 23 mm) in the rca, the patient experienced intense no reflow with timi 0 accompanied by profound hypotension and complete heart block. A temporary pacing wire was then placed and medications were administered with resolution. The post procedure cardiac enzymes showed that the patient had experienced a myocardial infarction. No additional event or patient information is available.